Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 301 mg/dl. The event involved product(s) mmt-1880l, mmt-332a, mmt-396a. Troubleshooting identified the customer¿s phone was not connected to the internet. Instructions were provided to resolve the issue, and no escalation was required. The customer reported receiving battery failed alarm. The customer reported that the battery cap contacts were not damaged. The customer reported that the battery compartment was damaged. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a keypad anomaly and/or stuck button alarm. The pump screen was scrolling without input from the user and the pump has not been exposed to altitude change. The customer called for an issue not covered by existing troubleshooting guides. The customer received an alarm saying that the bolus failed. No further patient complications were reported. No product return is required for mmt-1880l. No product return is required for mmt-332a. No product return is required for mmt-396a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.